Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was multiple organ failure; two serious blood infections and kidney failure. The caller stated that the customer had liver problems the fall of 2016, had fatty liver disease, kidney disease, was retaining water, had a little stroke while in the hospital, was being treated for meningitis, had influenza in the blood and in the stool, was very weak and unstable; the customer's health declined the past two years, specially the last six months prior to passing. The caller did not know the customer's blood glucose at the time of passing. However, stated that the customer's blood glucose was very erratic; it was above 40 mg/dl at the time of the hospitalization, it was 34 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump at the time of passing; it was disconnected at the time of the hospitalization. The caller declined returning the device.